Event description:
Amplatzer occluder unexpectedly deployed into the right subclavian artery. Multiple attempts were made to extract the device. Eventually, the occluder was able to be snared from the leg and was removed from the right common femoral artery. The occluder was placed in a sterile container with the patient label to be given to catheter lab management.